Event description:
Customer alleged a fog coming from the sterrad nx sterilizer. There were no reports of pt injury.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse confirmed oil mist coming from filter assembly. The fse also replaced the oil mist filter. System meets MFR's specifications.